Event description:
It was reported an x-ray provided confirmed lung placement in a patient in which a cortrak was being utilized. The "patient passed away; however, it was not found to be due to this event." The physician ordered the cortrak be placed the in right nare at the 57cm mark. Chest x-ray was noted (B)(6) 2025 and tube placed (B)(6) 2025. The patient was cachectic, restless during placement requiring multiple staff to assist holding the patient. No coughing or gagging noted. Again, the patient did pass away however not from the tube malposition. The provider noted on computed tomography (CT) scan that patient's ¿bronchioles were the size of his esophagus."

Manufacturer narrative:
Clinical code/h6: restless. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot/serial number was not provided by the customer. All information reasonably known as of 11-apr-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.